Manufacturer narrative:
(B)(4).

Event description:
It was reported that pacemaker nurse was running a capture test, and it was discovered that the lead had dislodged. Patient was asymptomatic. The lead was explanted and replaced. Patient¿s condition was stable before and after procedure.